Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, a distributor contacted animas, alleging that there was a tactile change with the keypad buttons. The distributor reportedly alleged that the keypad buttons were damaged, worn and nagging. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage to the keypad, but the down button had an intermittent response. Contamination was found under the contrast & down button contacts. Additionally, the bolus button cover was torn, but the button responded properly. Unrelated to the keypad issues, there was a crack along the battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.